Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they had poor communication with antenna. The patient indicated they have had trouble turning stimulation on/off and clarified/reported seeing eri message as well as oor message. The patient confirmed their ins was on and at 2.80 over the phone. The patient reported they have recently felt tingling through most of their body. Additional information was received. The patient reported they received their replacement programmer but the screen still shows eri. Patient was advised to connect with their health care provider to discuss replacement. No symptoms reported at this time.